Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted for a stroke on (B)(6) 2020. The patient disconnected all external power, stating when he came up to the floor all his cables were messed up, and he disconnected driveline to fix his cables. The patient was readmitted for stroke with signs of confusion and expressive aphasia. The patient was presented to ed on (B)(6) 2020 and reported having symptoms for 2-3 days. Ischemic acute left frontal stroke was confirmed and the patient is under CT scan, supportive therapies, and heparin drip. The patient was placed on orange cable out of concern for possible driveline short-to-shield and he will be placed on blue patient cable for remainder of admission unless pump off alarm returns and log files confirm short-to-shield. A short-to-shield was not confirmed due to faulty card reader preventing log files from being sent.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported ischemic stroke could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. Evaluation of the submitted image confirmed the report of a driveline disconnect event. It was reported that this was the result of the patient disconnecting his driveline to ¿fix his cables¿. It was reported that the patient presented to the emergency department on (B)(6) 2020 with symptoms approximately 2 ¿ 3 days before arrival. The patient was admitted for a stroke with signs of confusion and expressive aphasia. A CT scan from the day of admission confirmed an ischemic acute left frontal stroke. The plan was to medically manage with supportive therapies and a heparin drip without tissue plasminogen activators or surgery. The patient remained admitted with therapy for his symptoms. It was also reported that the patient stated that all of his cables were messed up upon arrival to the floor. The patient admitted to double disconnecting power and disconnecting his driveline to ¿fix his cables¿. Evaluation of the submitted image revealed that the system monitor history screen captured a pump off event on (B)(6) 2020 at 23:37:24. Approximately one second later, driveline disconnected and associated low flow flags were captured. The driveline disconnected and pump off events appeared to resolve on (B)(6) 2020 at 23:37:31. These events appear consistent with the report of the driveline being disconnected from the system controller. It was noted that the patient was placed on an orange cable out of concern for a short to shield. The plan was to place the patient on a blue patient cable for the remainder of the admission unless he experiences further pump off alarms. It was later reported that the team was unable to send log files to confirm a short to shield or phase to phase because of a faulty card reader. The patient had not reported any alarms since the pump off alarm as a result of disconnecting the driveline. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3, h4: correction